Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi and death).

Manufacturer narrative:
Relationship of the study device to the acute myocardial infraction is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, 3 endeavor sprint rapid exchange (rx) drug-eluting stents were implanted in the mid lad which had exhibited 100% stenosis. 0% stenosis remained. Ivus confirmed that stents were apposed to the vessel wall completely. The patient was free of symptoms at the 1 year follow up. It was reported that approximately 1 year and 6 months post the index procedure, the patient died due to an acute mi. The investigator has indicated that the relationship between the death and the study stents is unknown.